Event description:
Insert was very loose. Insert was removed and replaced with second insert. The surgery was completed successfully with the second insert. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation:the examination results verified the laxity complaint and suggests that this event is likely related to tolerance variations and extremes.